Event description:
Screwing the adaptor of the oxygen humidifier onto the oxygen flowmeter causes the bottom part of the adaptor to unscrew from the water bottle resulting in a leak. The pt's oxygen saturation level by pulse oximetry was noted to be 89%. When the humidifier was removed and the pt placed directly on oxygen via nasal cannula, the pt's oxygen saturation raised to 95% by pulse oximetry. It should be noted that when visualizing the defective oxygen humidifier, it was still bubbling in the water bottle giving a false assurance that the humidifier was working correctly.